Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 344 and was rising to 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer called requesting test strips. The customer was advised to call (B)(4) for the strips. The customer did not provide any further information as to what caused the high blood glucose levels. The customer did not return the product back for analysis.